Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 1.353 mg/day) via an implantable pump for failed back surgery syndrome. The patient's medical history included chronic pain. It was reported the patient was having discomfort with the site of their pump and had requested for the pump to be repositioned. Diagnostics included patient feedback. Surgical intervention was scheduled for (B)(6) 2021. The issue was not resolved. The patient status was alive - no injury. Contributing factors were unknown. Additionally, it was reported the patient had multiple revisions before. Further complications were not reported. Additional information was received. In a response to a request to clarify the reported previous multiple revisions, it was indicated there had been one revision with the same pump where the pump was moved from the original implant position to the other side. Additional information was received. The pump repositioning was confirmed to have occurred on (B)(6) 2021. The surgeon was yet unsure if the repositioning had resolved the patient's discomfort.